Manufacturer narrative:
Na

Event description:
The customer originally reported that the ventilator did not run on external power. When the ventilator was powered on in service. It would reset with an audible alarm.